Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/8/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: loss of primes observed in black box; force readings do not reach zero. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed force sensor is detecting correct force at 5lbs. Exercised pump for 24 hours with no loss of primes occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.